Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4) was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.